Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The report complaint of iab connection problem is confirmed based on the customer photos provided with the complaint report. The hemostasis cuff was noted disconnected from the iabc bifurcate. During the investigation, the connection between the hemostasis cuff and the iabc bifurcate was tested, and no issues or abnormalities were noted. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the medical staff noted abnormal balloon waveform on the intra-aortic balloon pump (iabp). Upon examination, it was found that the suture both hemostasis cuff and proximal separated from the catheter, and the catheter balloon moved downward, exposing the catheter body to the air, increasing the probability of infection. As a result, the exposed catheter body is disinfected and reconnected to the suture both hemostasis cuff and proximal with sticker. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the medical staff noted abnormal balloon waveform on the intra-aortic balloon pump (iabp). Upon examination, it was found that the suture both hemostasis cuff and proximal separated from the catheter, and the catheter balloon moved downward, exposing the catheter body to the air, increasing the probability of infection. As a result, the exposed catheter body is disinfected and reconnected to the suture both hemostasis cuff and proximal with sticker. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.